Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redz0654 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported facility found a long black hair on top of PICC kit drape. Kit # redz0654. No other information was provided.